Event description:
Pump lost programming (sn (B)(4)). Randomly beeping. Unable to troubleshoot. Unable to use. Back up pump is working. Patient not harmed. Pump will be sent back. We will send her a new one. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.